Event description:
Pt had acl reconstruction (B) (6) 2007 and on (B) (6) 2007 experienced swelling and increased pain; aspirated 60cc's yellow, slightly cloudy fluid. Culture positive for (B) (6). On (B) (6) 2007, pt had extensive irrigation and debridement, incision of tibial incision with removal of calaxo screw; excision of acl graft and excision of endobutton cl.

Manufacturer narrative:
No product is being returned for eval. (B) (4)